Event description:
It was reported that a patient underwent bilateral prepectoral breast reconstruction with ovitex prs (ltr) and tissue expanders on 19jan24. The right breast presented with seroma and the ovitex prs (ltr) device and tissue expander were removed on 23feb24. The patient was recovering as of 01mar23 with no additional adverse effects noted.

Manufacturer narrative:
Seroma and reoperation are common adverse events after breast reconstruction surgery. As an identical device was implanted on the contralateral side without issue, it is unlikely that the device is the root cause of the event. However, it cannot be determined whether the device caused or contributed to the seroma and need for reoperation. A batch record review is currently underway. A supplemental report will be submitted if the results of this review provide information regarding the potential cause of this event.